Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to foreign substance on the manifold, pim board, and connector panel. All components were replaced and the device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight transport, the device displayed an "o2 valve failure" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.